Manufacturer narrative:
Manufacturing record review, complaint history analysis, labeling review and risk assessment results: a thorough investigation could not be performed due to the unavailability of the implicated device. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the manufacturing. Complaint history analysis: (B)(4) previous records have been reviewed. The investigation into past complaints concluded that the failures were the result of user-error. The surgical technique clearly states that k-wire guide tube should be used to prevent the k-wire from bending or moving during insertion. In that case, the surgeon did not use the k-wire guide tube during k-wire insertion. Also, there is no mention of any "cordless wire driver" in the mantis surgical technique, hence, the usage of this instrument is not recommended. Risk assessment: the broken fragment remained in the pt. There was no adverse consequences in the reported event. Conclusion: the instrument failure is believed to be the result of user-error.

Event description:
It was reported that, "during a percutaneous surgery, the k-wire end broke off while trying to remove it through the screw. The k-wire was inserted with a cordless wire driver through a jam shidi needle. Then the surgeon used an awl and a tap before inserting the screw over the k-wire. When the screw was through the pedicle and into the body, the surgeon removed the k-wire with the cordless wire driver and the tip broke off distal to the screw. The tip remained in the pt post op. No adverse effects noticed."